Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in pt's right eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011, due to excessive vault associated with elevated iop. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4).